Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture and later capsular contracture baker grade iii. No rupture later reported. Continued e1 phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side rupture. Later, physician reported a capsular contracture baker grade iii. It was further reported "patient has no rupture?" Answered "patient has contracture". The device was explanted.